Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 15 years since the subject device was manufactured, therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it was determined that the picture was no longer displayed due to a charge-coupled device (ccd) failure. The failure of ccd was determined to be due to the failure of imaging as a result of incorrect reprocessing (autoclaving), for one, because ¿the operation of the coupler was firm¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the camera head had a poor image quality. Upon inspection of the customer¿s returned device it was observed, the device had image disturbance due to charged coupled device (ccd) failure. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. No additional evaluation result is available, other that the reportable malfunction mentioned. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.